Event description:
The patient was having a left heart catheterization and coronary artery angiography performed via the right femoral artery using the front wall technique. Fl4 - 6f and fr4 - 6f catheters were used with the selective judkins technique. A retrograd right femoral dissection became evident. The right femoral artery sheath was sewn in place and a left femoral sheath was introduced after the left inquinal region was prepped. The retrograde dissection of the artery did not result in a hemodynamic compromise.